Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported by the customer that act button is not responding on his insulin pump, and he cannot deliver a bolus. Customer reported that there is moisture under the lcd screen. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.